Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) high blood glucose [blood glucose increased] novopen 5 could not be pushed and no medication came out [device failure] case description: this serious spontaneous case from china was reported by a consumer as "high blood glucose(blood glucose increased)" with an unspecified onset date, "novopen 5 could not be pushed and no medication came out(device failure)" with an unspecified onset date, and concerned a patient (age and gender not reported) who was treated with novopen 5 (insulin delivery device) from unknown start date for "product used for unknown indication", novomix 30 penfill (insulin aspart, insulin aspart protamine) (dose, frequency & route used-unk) from unknown start date for "product used for unknown indication", patient's height, weight and body mass index was not reported. Medical history was not provided. On an unknown date, the novopen 5 used by the patient could not be pushed and no medication came out. The patient was advised to have a try after changing the needle, still no medication liquid came out after a try. The patient was hospitalized (details of hospitalization was not reported) due to high blood glucose (blood glucose) because the patient could not inject insulin into the body for several days. The drug store insisted that the pen had a problem. Batch numbers: novopen 5: not available novomix 30 penfill: not available action taken to novomix 30 penfill was not reported. Action taken to novopen 5 was not reported the outcome for the event "high blood glucose(blood glucose increased)" was not reported. The outcome for the event "novopen 5 could not be pushed and no medication came out(device failure)" was not reported. No further information was available "this report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigational results: novpen 5: batch no : unknown no investigation was possible, because neither sample nor batch number was available. Novomix 30 penfill batch number: unknown no investigation was possible, because neither sample nor batch number was available. No further information was available final manufacturer's comment: 24-may-2024: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novomix 30 penfll. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. H3 continued: evaluation summary novpen 5; batch number: unknown no investigation was possible, because neither sample nor batch number was available.